Event description:
Philips received a complaint by the customer on the v60 indicating that the devices alarm reset button is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Calibration was performed but did not solve the issue. The rse provided the customer with parts ID for the touchscreen for replacement. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Calibration was performed but did not solve the issue. The rse provided the customer with parts ID for the touchscreen for replacement. The customer replaced touchscreen to resolve the reported issue. Touchscreen calibration was performed, and the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.